Event description:
It was reported that during prior to use inspection, a tracheostomy tube tip was not properly shaped. The tip was bent / folded which would make it difficult for patient use. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was discarded by the customer, and no product will be returned for investigation. No serial / lot number was provided. Therefore, no manufacturing date is available.